Manufacturer narrative:
Manufacturer narrative: the customer reported that the central nurse's station (cns) screen was going out intermittently. All of the cable connections were good, so it seems to be a bad graphics card. The biomedical engineer will reseat the card. If that does not work, he will send the device in for repair. The customer verified that the issue was resolved. Nihon kohden will submit a supplemental report if additional information becomes available. Device not returned.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) screen was going out intermittently. All of the cable connections were good, so it seems to be a bad graphics card. The biomedical engineer will reseat the card. If that does not work, he will send the device in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) screen was going out intermittently.